Event description:
Information was received indicating that during precheck a pump with a cadd cassette reservoir attached was being filled with medication fluid and the end user noted leakage from the medication bag. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02863. The report was submitted in error.